Event description:
It was reported that the brakes were not holding at footend.

Event description:
It was reported that the brakes were not holding at footend.

Manufacturer narrative:
Follow-up submitted as further investigation determined this was a duplicate complaint of medwatch #0001831750-2013-00575.